Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es top cover was cracked with sharp edges. There were no delay or adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es top cover was cracked with sharp edges. The customer stated that this malfunction occurred while dispensing the medication. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the top cover was cracked with sharp edges. A field service engineer (fse) had checked the top cover and found it worn and cracked near the biometric identifier reader, with sharp edges where the thumb was pressed. The fse powered down the station and removed all peripherals and components. Then, the fse replaced the top cover, reattached all peripherals and components, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.